Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction the correct date for when the manufacturer received information for the previously submitted regulatory report (3004209178-2017-01053) is (B)(4) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the rep had the explanted pump and would be returning the pump to the manufacturer for analysis today. The rep stated that a motor stall occurred on (B)(6) 2017 at 05:30 and there was no electromagnetic interference or magnetic interaction i.e. MRI. On 2017-01-27 (hcp): additional information was received from a healthcare provider. It was reported that on (B)(6) 2017, after the patient heard the critical alarm and the logs indicated a motor stall had occurred at 5:30, so at 16:00, the doctor decided to replace the pump. No patient injury occurred; there were no reported symptoms, and the patient recovered without sequela.

Manufacturer narrative:
Destructive analysis identified a gear train anomaly related to corrosion/wear, and a stall due to shaft-bearing. The cause (if available) is documented in the formal investigation. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 25 mcg/ml prialt at a dose of 5.249 mcg/day and 45 mcg/ml morphine at a dose of 9.449 mcg/day via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2017 the patient heard a critical alarm. The patient had not recently had an MRI. The patient was not due for a refill. No symptoms were reported. The pump was replaced on (B)(6) 2017. The pump had stalled at 5:30 am and recovery was noted at 7:15 pm that night after the pump had been explanted. The cause of the motor stall was unknown. The pump was to be returned for analysis.